Manufacturer narrative:
The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.

Manufacturer narrative:
(B)(6). On 0614/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 06/22/2016 a medtronic representative, following-up at the site, reported the alleged inaccuracy was 3 millimeters. On 07/01/2016 software investigation completed. Image analysis finds that the tracer pattern does not match the suggested "palm tree" pattern. Software is functioning as designed. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy of "a few millimeters". No specific measurement, or direction, of the alleged inaccuracy was provided. When touching the probe to the nose, the surgeon deemed being completely accurate, however, interior the surgeon deemed being inaccurate. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.